Event description:
It was reported that during a liver resection procedure, on the eleventh firing with a vascular load, the battery stopped working mid-fire. The surgeon removed the battery and put it back in, no power. He pushed the reverse button, no power. He cut the specimen side off the jaws and used the manual release to open the jaws. A second stapler opened and a prolene suture used to ligate the portion of the liver that had been in the jaw when the battery failed. They altered care because he had to hand-sew a portion of the liver where the staples would have typically been sufficient. There were no patient consequences.

Manufacturer narrative:
(B)(4). Premature sled movement. The analysis found that one pce60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. An ecr60w loaded on the device was received with the one piece sled partially advanced 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Please note that if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted and the reverse button worked as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.